Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra resilia (s3ur) valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for the inability to advance the delivery system with valve through the esheath+ that resulted in a vascular dissection requiring intervention has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, it is possible that one or more of the patient factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. Specific contributing patient factors could not be determined at this time as no additional information was provided and the perceived root cause was reported to be a "complex anatomy". Regarding the torn esheath+ liner and esheath+ liner strand, these events have also been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests procedural factors (device manipulation) likely contributed to the events as resistance was experienced. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features, if present (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities and/or manual device misalignments), these forces can further exacerbate damage to the sheath liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient was undergoing a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure using a 29 mm sapien 3 ultra resilia valve. The 29 mm sapien 3 ultra resilia valve was being implanted inside a non-edwards valve. The case was noted to be complex. During the procedure, the first delivery system and valve were unable to be advanced through the 16fr esheath+ and the esheath+ "split apart". It appeared there was a liner strand. The entire system was removed as a single unit. For the second implant attempt, a 16fr esheath optima was used along with a new 29 commander delivery system and 29 mm sapien 3 ultra resilia valve. There was no report of an issue with the second implant attempt, and the valve was successfully implanted. The access site was closed and the patient was stable. Additional information was received from the fcs. It was revealed that the delivery system with valve became stuck at the sheath shaft/fully expandable portion of the esheath+. A venous laceration occurred and required stenting. The perceived root cause of the event was a complex anatomy.